Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory indicated the device reached elective replacement time (ert) due to the device being programmed to higher outputs. Based on threshold measurements taken in the field and pacing values a longevity calculation confirmed this device was on track for normal depletion. Normal pacing and sensing functions were also confirmed with testing. Laboratory testing confirmed this device did not exhibit any anomalies.

Event description:
Boston scientific crm received information that this device reached elective replacement time (ert) and being replaced. It was noted that one month ago, the device battery indicator showed one year remaining, now it's at ert. The pacing outputs were increased due to the patient's inconsistent threshold measurements, however the physician believes the device still prematurely depleted due to the discrepancy in longevity between last month and today. Subsequently, the device was explanted and replaced.